Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous pulmonary artery. A 10.0mmx20mmx80cm sterling balloon catheter was advanced for dilation. However, during inflation at below nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.